Manufacturer narrative:
Physio-control replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed system pcb assembly was further evaluated in the failure analysis center. The cause of the reported issue was determined to be a failure of a crystal, designator y1 from the single board computer assembly, located on the system pcb assembly.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate this reported failure and a supplemental report on this event will be issued to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device would cycle power by itself. There was no report of any patient use associated with the reported issue.